Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11a13057, h10k12043, h11c31030, h11d26079, h11f07058, h11e19022, h11f22040 and h11f20093 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified.

Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer with supplemental information from a nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal unknown therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unknown date in (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. Treatment information was not provided. Dianeal therapies were ongoing. The event of peritonitis resolved. The nurse stated the event was not related to dianeal therapies.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown; however the manufacturer and 510k will be provided in the MDR. Although there are multiple product codes provided, the brand name remains unchanged and will also be provided in the MDR. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.